Event description:
It was reported via a pt survey response that the implant failed; specific details were not provided. The response indicated there was "no change" in the pt's ability to perform activities of daily living. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the system was explanted. The pump had been turned off in (B)(6) 2008 and the catheter was disconnected due to the patient undergoing spinal fusion therapy. The pump contained morphine and or saline. The hcp reported that he was "unable to place the catheter due to access hardware from multiple surgeries" ap and lateral left spine x-rays were taken on (B)(6) 2008, but the results were not reported. The decision was made at the time of the surgery to explant the system the patient experienced no symptoms and no injury. The system had not been returned to the manufacturer for analysis and unclear if it will be returned at a later date.